Manufacturer narrative:
Device passed displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery alarm test. No motor error alarms noted. Device functioned properly. However corroded motor home switch noted during visual inspection. Device received with minor scratched lcd window, cracked reservoir tube window corners, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
Customer reported via phone call that the device alarmed a motor error alarm. Customer's blood glucose was unknown. Device was able to rewind. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.